Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument was not moving correctly, it was replaced to complete the procedure. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arm movement was not rotating properly. The surgeon said it felt like it was not working. The issue occurred while trying to manipulate the instrument. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm prograsp forceps instrument for failure analysis investigation. The instrument was analyzed and the findings did not replicate or confirm the customer reported event. Visual inspection revealed no signs of damage. The instrument was installed and tested on an in-house system, where it passed both recognition and engagement tests. It demonstrated full, intuitive range of motion in all directions, and the grips opened and closed properly with correct alignment. Overall, the instrument was fully functional, and no product issues were identified during testing.